Manufacturer narrative:
Device is combination product.

Event description:
(B)(6) clinical study. It was reported that restenosis occurred. The subject was enrolled in the (B)(6) study on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion was located in right proximal superficial femoral artery (sfa) with 90% stenosis and was 190 mm long with a proximal reference vessel diameter of 5.0 mm and distal vessel diameter of 5.0 mm and was classified as tasc ii c lesion. The target lesion was treated with pre-dilatation and placement of a 6.0 mm x 100mm and a 6.0 mm x 150 mm study stents. Following post dilation residual stenosis was 0%. Post index procedure, the embolic material noted in the proximal portion of the peroneal artery was treated with aspiration thrombectomy. On (B)(6) 2016, right peroneal artery embolism - post right sfa stenting. On (B)(6) 2017, in-stent restenosis of the right sfa index lesion. On (B)(6) 2019, right sfa in-stent restenosis. On (B)(6) 2020, the subject presented to the hospital due to right calf pain claudication walking 1 block which appeared to be a new pain. Prior to the visit, on the same day, the subject underwent lower extremity arterial duplex with abis which revealed moderately decreased perfusion at rest in the right limb, hemodynamically significant stenosis in proximal sfa, multiphasic phasic ankle wave forms were noted with decrease in abi from1.05 to 0.74 when compared to previous abi examination dated (B)(6) 2019. Mildly decreased left ankle pressure index at the rest and multiphasic phasic ankle wave forms were noted with slightly drop in abi from 0.95 to 0.89 when compared to previous abi examination dated (B)(6) 2019. The subject was scheduled for angiogram with possible intervention on (B)(6) 2020. On (B)(6) 2020, the subject revisited the hospital for scheduled treatment and angiography with bilateral iliofemoral runoff was performed which revealed infrarenal aorta, bilateral common iliac arteries, bilateral internal iliac arteries, bilateral external iliac arteries were patent without significant stenosis. Common femoral artery, profunda femoris were patent without significant stenosis. There was series of overlapping stent noted in the sfa. The proximal portion of these stents were noted with 3 areas of hemodynamically significant stenosis. There were mild to moderate instent stenosis in the remaining part of the stent. The popliteal artery was patent without significant stenosis; the trifurcation was patent and there were three vessel run-offs to the right foot. On (B)(6) 2020, 90% stenosis of lesion length 40mm noted in the proximal portion of right sfa was treated initially with spectranetics laser atherectomy using 4 passes at a fluence of 60 and at a rate of 60. Post atherectomy, a 6mm lutinox drug coated balloon angioplasty was performed in the entire right sfa inflating for 3 minutes. A segment in the portion of stent was noted to not expand fully, hence a separate 6 x 40 mm balloon angioplasty was performed resulting fully expansion of the stent with 0% residual stenosis target vessel revascularization (tvr). Post procedure, angiography was performed which revealed excellent flow through the stented right superficial femoral artery without hemodynamically significant stenosis. Only the proximal sfa was treated, however, ballooning was performed in the entire right sfa.. Subsequently, an intravascular ultrasound was performed which demonstrated proximal and distal to the stent with atherosclerosis but without hemodynamically significant stenosis. The stented right sfa was widely patent with no significant stenosis or compression of the stent and three vessel runoffs to right foot was noted. Finally, the left groin access site was closed with a mynx closure device with excellent hemostasis. On (B)(6) 2020, the event was considered as resolved. Baseline core angiography dated (B)(6) 2016 revealed grade 0 thrombus, absence of aneurysm and no stent fracture or deformation.